Event description:
It was reported that the patient had high impedances on their lead and was experiencing excruciating pain after their permanent placement. As a result, patient was taken back to surgery due to possible hematoma. During the surgery, surgeon confined hematoma and repositioned the lead. Post surgery, hematoma and impedance issues resolved.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.